Event description:
Additional information was received from the patient. They reported that they had contacted their hcp regarding the issue. The patient had consultations and examination decision was made to replace their current device with one that was MRI compatible. Patient reported they had a fall in (B)(6) of 2020 and the pain increased. They could feel the device near the surface. The issue was confirmed resolved. Device replacement was on (B)(6) 2021. Additionally patient reported pain on sciatic nerve in back is decreased as device was no longer pressing on it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that for maybe a couple months, they have had pain at the ins site and felt like they could move it around a bit and it was getting worse. The patient stated they did not want the device removed because they thought it was helping them. The patient was redirected to their healthcare provider (hcp) to further address the issue and evaluation the ins. The patient requested physician listings as they did not want to go back to their previous hcp. Patient services emailed this information.